Event description:
It was reported to philips that the device had a shock equipment malfunction during operational check. There was no patient involvement. The customer worked with the technical support representative. The customer is taking responsibility to correct/repair the device. The customer is taking responsibility to correct/repair the device. No further information will be obtained as this concluded philips support to the customer for this event.